Event description:
Caller states neonate patient tested 9.9 mmol/l on the performa system and 5.5 mmol/l on the active system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has either the performa nor the active test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the performa system (lot number 370153, expiration date 01/31/2011). Caller did not have information regarding the active system. Will not be returned to manufacturer.

Event description:
Signs/symptoms/diseases being reported: poor rom. Resulted in inpatient hospitalization. Related to device - no; op site events - arthrofibrosis. Resolved as of (B)(6)2006.